Manufacturer narrative:
A philips technical support engineer (tse) interviewed the customer and remoted into the primary server. The tse noted three hosts changed status to reconnect. The customer stated they rebooted the switch, which caused the hosts to change status to reconnect. The customer mentioned they experienced reboots on multiple surveillances and overviews in the cmu. They also observed that one of the network switches rebooted at the same time. The philips tse decided to dispatch a philips technical consultant (tc) onsite to further investigate root cause and recommend preventive measures. A good faith effort (gfe) response confirmed the unit was hooked up to a philips supplied network. The tc arrived onsite, and it was confirmed that the switch in question rebooted at this same time due to a brief power loss. The affected switch was not connected to a uninterruptible power supply (ups), but instead to a hospital power transfer switch which was supplied by the hospital. Philips believed this to be the underlying cause. In accordance with rev c service and installation guide for pic ix, philips advised the customer to use a dedicated ups to prevent this issue in the future. Based on the information available and the testing conducted, the cause of the reported problem was confirmed to be the connection to the hospital power transfer switch supplied by the hospital. The reported problem was confirmed. The investigation concludes that no further action is required at this time. No further investigation or action is warranted.

Event description:
It was reported the telemetry department went down and the customer requested investigation of switch. The device was in use on a patient at the time of the event, there was no adverse event reported.